Event description:
It was reported that the unit did not detect set installed. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the latch lock sensor was not functioning. The latch lock sensor, dso and uso seals were all replaced.